Manufacturer narrative:
The technician tested the unit and found that the 4k card was not working properly. To resolve the issue, the technician replaced the 4k card. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
A steris service technician reported observing flickering on the monitors attached to the user facility's harmony iq integration system. No report of injury.